Event description:
The customer stated that the insulin pump alarmed during priming. The customer was connected at the time and may have delivered 50 units of insulin into his body. The customer went to the hospital to prevent a possible hypoglycemic event. The customer stated that he was able to keep his blood glucose stable without any treatment from the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.